Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer blood glucose was 600 mg/dl. The customer was treated with injection. Customer was admitted to the hospital. The customer was discharged and was told not to use the pump. Customer was treated by injections and he had a backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during a normal bolus. Customer's blood glucose was unknown mg/dl. Customer stated the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. Customer did not report an e70 alarm. Customer was able to complete the pump rewind. The customer doesn't have a battery in the pump to continue troubleshoot will call back.